Manufacturer narrative:
This case is a duplicate of (B)(4), which captures the same patient, device, and event details. This record does not contain any additional information relevant to MDR reportability. This record does not contain any additional information relevant to MDR reportability.

Event description:
It was reported that a wright medical finger joint implant fractured. Per intake discussion, the patient is scheduled for a follow-up surgery to address the implant failure.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that a wright medical finger joint implant fractured. Per intake discussion, the patient is scheduled for a follow-up surgery to address the implant failure.